Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair, product evaluation: product review of the cutter serial number (B)(6) by dover on (B)(6) 2020 revealed that there was an incomplete cut and the unit was being scrapped. Product repair: repair of the device was not performed because the unit was scrapped. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during testing of the loaner device, the cutter was scrapped due to incomplete cutting. No adverse events were reported as a result of this malfunction.